Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 245, 201 and 151mg/dl. The customer's expected fasting blood glucose test result range is 90 to 110mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the bedroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer declined to run a back to back blood glucose testing.